Event description:
The service repair tech reported that during routine testing of the device at the service ctr, the blood parameter monitor (bpm) unit failed the high potential (hi-pot) test. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech (srt). The power supply is to be replaced. The product will be sent to service to be brought to mfrs specifications before being returned to the customer. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.